Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The biomed reported that there was no melting, burning smell, smoke, spark, or flame observed. The plug was noticed during machine setup. The biomed reported that the receptacle was replaced due to the damage. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 1,000 to 1,500 hours and the power plug was the original fresenius part on the machine. The biomed replaced the power plug, which resolved the issue. The unit was returned to service at the user facility without reoccurrence of the event. The power plug was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The power plug was returned to the manufacturer for physical evaluation. The power supply was received with the burned and damage on the power plug. A visual inspection of the plug shows that the hot prong of the plug appears to be bent. There were signs of arcing and pitting on the hot and neutral prongs on the plug. There was no other damage found on the power supply and components. With the condition of the plug of the power supply, the power supply was installed and tested on a test machine. The power plug was unable to completely plug into the outlet, due to the melted molding. However, the power supply was able to complete a rinse, heat disinfect, and a self-test program without additional damage to the plug. The hot, neutral, and ground wires on the power cord passed a continuity test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The investigation was able to confirm the reported event.